Event description:
Reporter using softclix device kit. Reporter states lancet sticking out of lancet. Reporter states lancet plastic around needle goes down into carrier. No location of testing. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Softclix device kit lot# wio686.

Manufacturer narrative:
The suspect product is the lancet device.